Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the nurse educator that an issue came up with one of their pca pumps and delivery. There was patient involvement, but the outcome is unknown. It was later added that the customer was experiencing the following issue: 1. The syringe that was used was not the 35 ml monoject syringe normally used for dilaudid pca. It was a 20 ml syringe. 2. The pca pump was programed for dilaudid using the standard dose in the pump library. 3. This caused a discrepancy in what was documented. 4. Once this problem was identified, the 20 ml syringe was removed, medication was wasted and the correct syringe was started. Per the hospitals' internal investigation, they found that the pca recognized the syringe as a 20ml bd syringe. The pca let them program dilaudid as was in the library. This issue occurred on multiple pumps and it was noted that the pump did not recognize the incorrect syringe. A similar issue was found when the correct syringe was used. The pump recognizes the 35ml syringe but it does not take into account the "35ml" of fluid causing the nurses to waste the 5ml. It appears that the issue is when either a 20ml or 35ml syringe is selected and recognized, the only option that came up for selection was a 30ml option.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: medical device type, PMA / 510(k)#. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of incorrect syringe read could not be confirmed. No devices were supplied by the facility for further examination. Consequently, external and internal inspections could not be conducted. Additionally, log analysis was not possible, as no devices or logs were returned for investigation. The photos of the pcu screen and pca offered no conclusive information for investigation of the reported issue. Use only the syringe size and type specified on the main display. The full list of permitted syringe models is dependent on the pca¿s software version. Do not use incompatible syringe sizes and models with the pca. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿ suite mx user manual). Ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the root cause of unknown syringe installed could not be identified. Data set was not provided by the facility. A probable cause of the failure could be the pca¿s software version, and not enabling the syringes used in the guardrails¿ editor software. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the nurse educator that an issue came up with one of their pca pumps and delivery. There was patient involvement, but the outcome is unknown. It was later added that the customer was experiencing the following issue: 1. The syringe that was used was not the 35 ml monoject syringe normally used for dilaudid pca. It was a 20 ml syringe. 2. The pca pump was programed for dilaudid using the standard dose in the pump library. 3. This caused a discrepancy in what was documented. 4. Once this problem was identified, the 20 ml syringe was removed, medication was wasted and the correct syringe was started. Per the hospitals' internal investigation, they found that the pca recognized the syringe as a 20ml bd syringe. The pca let them program dilaudid as was in the library. This issue occurred on multiple pumps and it was noted that the pump did not recognize the incorrect syringe. A similar issue was found when the correct syringe was used. The pump recognizes the 35ml syringe but it does not take into account the "35ml" of fluid causing the nurses to waste the 5ml. It appears that the issue is when either a 20ml or 35ml syringe is selected and recognized, the only option that came up for selection was a 30ml option.